Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the insert did not lock into the cup. Therefore, he implanted another insert instead.